Event description:
It was reported that the pt underwent a repair of the ulnar collateral ligament right thumb and an internal fixation of the metatarso-phalangeal joint in 2000. In 2000 when the surgeon was removing the device, the suture broke. The pt needs a second surgery to remove the broken piece that was retained. The pt has tenderness at the site but is reportedly doing fine.